Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the pump was randomly rebooting and moisture was observed behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: review of the pump¿s black box data showed a history of intermittent rebooting. Corrosion was visible in the display screen. No cracks or moisture within the battery compartment were detected; the battery compartment threads were undamaged. The battery cap performed within specification and was found to be undamaged. A leak at the display lens was detected during investigation. Corrosion was visible on the battery power connection, force sensor plate, and bottom of pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.